Event description:
A medtronic ent representative reported a fusion navigation system that would not launch the ent application at start-up or when re-booted. This was identified outside the operating room. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative at the site, uninstalled ent software application (including unused shared resources) and then reinstalled. Application is fully functional. Issue resolved.